Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose and unexpected suspend (low sg). The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and the customer is reporting a discrepancy between sensor glucose and blood glucose and the insulin delivery was suspended due to sensor glucose vs. Blood glucose with the blood glucose 82 mg/dl and sensor glucose 56 mg/dl. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of the two returned used sensor and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings also sensor failed eis 1024 hz. See attached file for results, place sensor under microscope and found delamination damage at the reference and working electrode also found gold trace damaged at working electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for low readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.